Event description:
It was reported that the patient underwent a gynecological procedure on or around (B)(6) 2011 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence, rectocele, weakening of rectocervical tissue; concurrent procedure: da vinci supracervical hysterectomy w/ bso. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent urethrolysis and excision of exposed vaginal mesh on (B)(6) 2013 for bladder neck obstruction and exposed vaginal mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent resection of sacrocolpopexy mesh on (B)(6) 2015 due to pelvic pain.